Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for the event. It was reported that patient was treated with injection vancomycin (1 gm every 4th day, intraperitoneal, discontinued) and injection ceftazidime (1 gm, once daily, intraperitoneal, discontinue) for peritonitis. At the time of this report, the patient recovered from peritonitis and discharged from the hospital. The pd therapy was discontinued and the patient was switched to hemodialysis(hd). The hd is ongoing.